Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hypoglycemia event during physical education, with a blood glucose of 54 mg/dl that was treated with oral glucose (gatorade), after which the blood glucose increased to 112 mg/dl; no device malfunction or component issue was identified and device-related details were not available. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included no health consequences or lasting impact. Troubleshooting and education were provided, including guidance to treat the low and recheck after 15 minutes. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.